Manufacturer narrative:
The reported event of noise was confirmed but the reported event of lead fracture could not be confirmed. As received, a partial lead was returned in two pieces. Two external insulation abrasions were found breaching the outer insulation and exposing the outer coil. One abrasion was found 30.5 ¿ 30.8 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The other external insulation abrasion was found 118.4 ¿ 18.6 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy. Electrical testing and x-ray examination did not find any indication of conductor fractures. Other damages found are consistent with procedural damage. The cause of the reported event of noise was due to the exposure of the outer coil at the abrasion zones.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited noise that was reproduced with isometrics. X-ray testing revealed the lead was fractured. The ra lead was explanted and replaced. The patient was stable.